Event description:
It was reported this pt with esophageal cancer underwent esophageal stent placement. Approx two months post-stent placement, the pt underwent placement of a feeding tube at which time it was discovered the stent had fractrued. Another stent was placed within the fractured stent without incident. The pt's condition is good. The device remains implanted and is not available for eval. Therefore, no failure analysis is available. Since the manufacture of this stent, changes have been made to the manufacturing process that is believed will eliminate this type of malfunction in the future, therefore, preventing a reccurrence of this type of event. However, the co is unable to determine the exact cause for this event.